Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that lead dislodgement was observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: a partial lead with the distal tip measuring 79 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.